Event description:
Related manufacturer reference numbers: 2017865-2023-72588. It was reported that the patient presented in clinic for generator changeout and right ventricular (rv) lead revision procedure. It was previously noted that the right ventricular (rv) lead exhibited noise over-sensing. During procedure, the right atrial (ra) lead was dislodged. The whole system, including the rv and ra leads, was explanted and replaced. Patient condition was stable.